Event description:
The customer reported that the screen was freezing and then turning black. This resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation and the memory was determined to be defective and the customer was issued a quote for the part replacement. No further repair info is available at this time.